Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited loss of capture and high impedance. The lead was not implanted and a new lead was used.

Manufacturer narrative:
Final analysis found normal lead characteristics.